Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013." It is alleged that "[pt] experienced caval wall perforation." Hospital and medical records have been requested but not yet provided.